Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. The pt had an elevated blood pressure (instructions for use individualization of treatment) and scar tissue (instructions for use precaution). Following the deployment the pt experienced slight pain and absent pedal pulses. An arterial occlusion was confirmed and treatment consisted of surgical intervention and anticoagulation therapy. The treatment was successful and the event was resolved with no further complications reported.